Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding causing a delay before a procedure. The nature of the procedure was not disclosed. The length of the delay was not disclosed. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A product support engineer evaluated the device, no conclusion has been attained. The initial investigation points to a possible communication problem between the communications sled and the cabinet controller. A field service technician was dispatched to replace the communication cables and test it. A supplemental report will be submitted once the device is confirmed as fully operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding causing a delay before a procedure. The nature of the procedure was not disclosed. The length of the delay was not disclosed. No patient or user harm was reported.

Event description:
It was reported that a pyxis anesthesia es system unexpectedly stopped responding causing a delay before a procedure. The nature of the procedure was not disclosed. The length of the delay was not disclosed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1 patient identifier d4 model #, catalog #, and UDI # d5 operator of device h6 investigation codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-mar-2020 to 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this case, it was determined that all the drawers were failed. Field service engineer verified network settings and turned off firewall and rebooted system and ran hta on each drawer. The technician inspected the cabling connected to the all-in-one unit, repositioned the all-in-one to identify any potential connection problems, and secured the faceplates. Cables were zip-tied at half heights, and a switch plate was installed. After conducting multiple reboots and testing the drawers and all-in-one unit. The field service engineer discovered that an incorrect communication sled was in use and that a communication cube was required instead. The communication cube was replaced, and all doors were opened to update the firmware to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.